Event description:
On 03/26/1998 an erratic troponin I result of 9.9 ng/ml was reported and the pt consequently received a cardiac catheterization. The sample was later retested giving a result of 0.3 ng/ml. The sample was a serum sample and the customer believes the erratic result was caused by sample fibrin. The pt has been discharged.